Event description:
A 2.25mm diameter x 15mm length sprinter legend rx balloon dilatation catheter was advanced to dilate a lesion located in the rca #3-4 presenting moderate tortuosity, little calcification and 92% stenosis. It is reported that when the physician attempted to pressurize, he noticed that blood flow was present on distal from the target lesion. He withdrew the relevant device and noticed that blood was present inside the balloon and thought the balloon was burst. It is reported that the device was prepped with no abnormalities noted and that there was a stent deployed on the proximal side of the target lesion. The physician replaced the relevant device with another balloon dilatation catheter and completed the procedure. The patient is reported to be fine and another sequelae were reported. Medtronic has received the device and its analysis has been completed. The balloon had not been inflated. There appeared to be a hole in the balloon under a balloon fold. At the same location there appeared to be a hole in the inner lumen. There was blood present in the distal section of the balloon indicating the presence of a leak. Negative purge confirmed the presence of a leak on the device. The leak was located in the middle of the balloon working length. A short longitudinal tear was located on a section of balloon material which was covered by a balloon fold. The balloon fold was disturbed and raised at the leak site. Water was also noted leaking from the distal tip indicating that there may have been a leak along the inner shaft. A packaging stylette was loaded in to the device and negative purge performed, again the leak was detected. Testing was carried out on the balloon for the detection of coating on the underside of the raised fold and on the balloon material around the leak site on the returned balloon indicates that the balloon folds were wrapped tightly as per specification. Therefore, it appears that the fold on the returned balloon was disturbed and raised during preparation of the device and/or during the procedure. Communication for the account confirmed that the device was inspected prior to use with no issues noted. Negative purge was performed following delivery of the balloon to the lesion site. The physician noted blood in the distal section of the balloon when attempting to inflate and withdraw the device. Manufacturing controls are in place to ensure each unit is leak tested following the loading of the stylette and balloon protector on the device. Therefore, there is confidence that had the leak occurred during the manufacturing process it would have been detected at leak test and the unit would have been scrapped from the batch. The leak site on the inner shaft and the balloon suggests that the shaft and balloon were punctured from the inside out. The device was not identified as the root cause of the event. Based on the information available and on the evaluation of the returned device, it appears most likely that the guide wire may have punctured the inner shaft and the balloon during loading into the device, however, this cannot be confirmed. Therefore, the root cause of the event is undetermined.

Manufacturer narrative:
(B)(4): results: the root cause of event is undetermined.